Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery while waiting for a replacement pump with updated software. Technical support provided instructions on pump storage mode and arranged to send a replacement pump, which the customer acknowledged. Reportedly, the customer reverted to an alternate method insulin therapy.